Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection revealed the connectors, knobs, and labels appeared to have no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior. Functional testing of the returned generator confirmed the field reported event as the display remained black after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. A depleted cmos voltage resulted in default bios settings being loaded which changed the normal boot sequence and display port settings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor.

Event description:
During preparation, the generator booted to a blank screen. The patient was taken off the procedure table and the procedure was cancelled and rescheduled.